Event description:
While the surgeon was performing an open rectal prolapse and rectal mass surgery, he tried to use the eea stapler to mate the sigmoid colon with the anvil but the eea would not work. The surgeon then had another eea stapler brought into the operating room, and this eea worked without any issue. The operating room circulator wrote that the eea stapler "bottomed out with no tension". Dates of use: (B)(6) 2018. Diagnosis or reason for use: to surgically mate the sigmoid colon with the anvil.